Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/1.0/163 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.